Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Shedding fiber issue/coming apart in pieces/shredding - tampon [device breakage]. Case narrative: consumer stated via email that the tampon fibers were shedding. No injury was reported.